Manufacturer narrative:
The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback or attempting alarm recovery. Treatment was discontinued and the cartridge was disposed of prior to contacting nxstage. The exact source of the air cannot be determined. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided add'l training regarding air removal. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported air alarms occurring during a routine hemodialysis treatment. At the time, the operator reported the event to technical support, treatment had been already been discontinued without rinseback or attempt to remove air per user's guide instructions. The cartridge had also already been discarded resulting in an estimated blood loss of 190cc. No medical intervention was required.